Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as mild tortuosity, mild calcification; 10 degree aortic neck angulation; 24mm aortic neck diameter at the renal arteries; 24mm aortic neck diameter at 15 mm below the renal artery; 15 mm aortic neck length. It was reported that during implant, an endoleak was identified (possible type I or ii or IV). The physician inserted a reliant balloon to attempt to seal the endoleak. There was no change in the endoleak. The physician then implanted an endurant aortic cuff. This device deployed fine; however, while removing the delivery system, it caught on the suprarenal struts of the bifurcated stent. The physician was then able to pull the device back into the bifurcated stent without issue. However, when recapturing, the spindle did not fully retract into the nosecone, despite the fact that the thumbwheel had been fully turned. The physician then used the grey and blue handles to assist in removal; however there was not a smooth transition. When they tried to remove the device, it got stuck at the arteriotomy incision. The physician performed a cut down on iliac artery and the delivery system was completely removed. A thrombin patch was placed, and the case was completed successfully. The endoleak was resolved and the patient went home the next day. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak); (unknown cause of event). Evaluation, conclusions: (unknown cause of event).